Event description:
Patient complained about pain and the wound draining. This patient had hip surgery on (B)(6) 2015. The doctor completed a frozen section. The pmi per high powered field was between 20-30. The doctor washed the infected area out. The doctor has put antibiotic beads in the infected area and has changed the femoral head and the mdm shell/liner.

Manufacturer narrative:
Additional devices listed in this report: cat # 626-00-46f, lot # 46669902, description: modular dual mobility insert; cat # 6260-9-128, lot # 48036405, description: 28mm std lfit v40 head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding infection involving an adm liner was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review by a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Patient complained about pain and the wound draining. This patient had hip surgery on (B)(6) 2015. The doctor completed a frozen section. The pmi per high powered field was between 20-30. The doctor washed the infected area out. The doctor has put antibiotic beads in the infected area and has changed the femoral head and the mdm shell/liner.